Event description:
This patient had subcutaneous mastectomy for fibrocystic disease with placement of silicone breast implants, she had complications on the right side and had that implant replaced in 1981. She has a history of significant contractures. She has mid back pain and upper shoulder pain, short-term-memory loss, dry eyes and mouth, arthritis and numbnes sin the fingers and fatigue. The patient had bilateral periprosthetic capsulectomy with removal of the implants. The right implant was sticky and the left implant was ruptured during surgery.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.